Manufacturer narrative:
No corrective or remedial actions were taken due to the following: - the information regrading the event, which is available to us, was reported by the medical center through the company's electronic platform used for monitoring of clinical procedures performed with the device. This limited information is the only information we have, despite our attempts to receive additional information. Efforts are currently being made in an attempt to get more information regarding the event. - the device was not available for evaluation, however, the production history file of the device was reviewed and found to be in order, and the device was found to be released according to the product specifications. -anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomotic devices and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomotic devices.

Event description:
The pt had a laparoscopic sigmoidectomy in 2009. The anastomosis was created with the car device. According to the report made by the site, a leak was indicated and the anastomosis was redone the following month, and the pt was treated with antibiotic.